Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the pcb board had failed and that the pump could not power on. No investigation could be completed. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump "will run when it is turned off". Mmdg made multiple attempts to obtain additional information, however, no information was provided. The complaint reportedly occurred during testing. (B)(4).